Event description:
A surgeon reported that the trocar cannulas would spontaneously eject from the eye during a vitrectomy procedure. This occurred with the infusion cannula as well, which resulted in the pt experiencing choroidal hemorrhages. The surgeon went through several paks of cannulas and the same event occurred. The procedure was able to be completed. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).